Event description:
It was reported that within a month of implant, the atrial lead was found to have dislodged. The lead was repositioned. A few months later, the patient complained of diaphragmatic stimulation, and the atrial lead was found to have dislodged once more. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage. (B)(4).